Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred. The customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.